Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 at the patient's request. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced no benefit from the device leading to the decision to explant the device. Subsequently, the device was electively explanted on (B)(6) 2025 and there are no plans to reimplant the patient with a new device as of the date of this report.